Event description:
A device was used during pph procedure for hemorrhoids. The device fired an incomplete staple line. The case was completed using a 3-0 vicryl to tie up the prolaspe hemorrhoids. There was no pt consequence.